Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2026. During the procedure, one of the flanges had not expanded sufficiently. The procedure was completed using a different device. There was no adverse event reported due to this event. Note: no further information has been obtained despite good faith efforts.